Manufacturer narrative:
Batch review performed on 22 february 2021: lot 182203: (B)(4) items manufactured and released on 16-jul-2018. Expiration date: 2023-06-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the poly 1 month after primary. The surgery was completed successfully.